Event description:
Hill-rom has received an allegation that a patient had difficulty breathing while using the vest airway clearance system. The report indicates that the patient was suctioned using a yankauer suction; nasotracheal suctioning was available, but no used in this case. After the patient expressed difficulty breathing, the patient was placed back on bilevel positive airway pressure (bipap). According to the report, bipap was administered without the use of humidification. Code was called and the patient was bagged for five minutes prior to spontaneous respirations starting back. No allegation of a malfunction was alleged. Although the vest operated as designed by removing secretions, the report indicates that the removal method of the secretions may have contributed to the incident. A conservative report will be filed to the FDA in response to a retrospective review of complaints involving mucus plugging.